Event description:
Upon screw insertion during an open reduction internal fixation (orif) left hand procedure, the tip of the drill bit broke off and remained in the left hand. The surgeon did not attempt to remove the tip of the drill bit due to the small size of the drill bit tip and possible negative effect on the stability of the repaired finger joint.